Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation:device photograph(s) for the device related to the reported event of lump/ nodule/rupture/other was requested on (B)(6) 2024. Visual analysis of the photographs identified: rupture: not observed. Lump/ nodule/other: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed left side rupture and reported "unknown lump in the breast". Healthcare professional also reported "non-toxic simply thyroid nodules", which is not device-related. Device has been explanted and replaced.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: a review of the device noted deformation on the device. There were no openings observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Healthcare professional later confirmed left side rupture and reported "unknown lump in the breast". Healthcare professional also reported "non-toxic simply thyroid nodules", which is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Correction to b.5., d.6b., h.6. In the initial emdr: device remained implanted at the time of initial emdr submission and an explant date in the future was submitted. The device has now been confirmed to be explanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 21/mar/2024. Additional, changed, and/or corrected data: d3.